Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. Due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump button was harder to press and less responsive. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that insulin pump had rejected new battery and louder during rewind motor sounds labored. The insulin pump will not be returned for analysis.